Event description:
Medical records state the pt developed a lump and rupture in her right breast; however, her mammogram showed scattered benign-appearing calcifications were seen bilaterally. There were no dominant masses and her prostheses appeared to be intact without evidence of leakage.